Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 519 mg/dl, and current blood glucose is 173 mg/dl. It was also reported that the customer's blood glucose only came down to about 450 mg/dl and at that point customer corrected again with the insulin pump and then blood glucose was came down to 380 mg/dl. The customer treated high blood glucose with manual injection and insulin pump. It was also reported that they had no delivery alarm and alarm occurred during manual prime. The customer reported that the event resolved by infusion change. The customer was neither hospitalized nor admitted for high blood glucose and drive support cap was normal. Based on customer report customer does not allege pump was under delivering. The high pressure test was performed and insulin pump passed the high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor system and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.